Manufacturer narrative:
The suspect battery charger was returned to the manufacturer for evaluation. Testing found that the voltage output for the sense voltage was low indicating an electrical based problem of the charger board.

Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by manufacturer. Event problem and evaluation: on 14-nov-2016, a medtronic representative went to the site to test the equipment. Charger board-1 and battery tray-1 failed during testing. The parts were replaced and a system check-out was performed. The mechanical test, imaging test and safety inspection all passed.

Event description:
A medtronic representative, following up with the site, reported that the imaging system¿s battery charger board-1 failed. This issue was identified during planned maintenance; no patient was present.